Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. However, the photo provided does not display the customer¿s indicated failure mode. Bd is unable to duplicate the customer's indicated failure mode: ER(manganese) as bd labs are currently unable perform testing for trace elements (manganese). The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has not been confirmed for the indicated failure mode: erroneous results (manganese). No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® trace element serum blood collection tubes, the manganese levels of five tubes were erroneous. No adverse impact was reported regarding the patient or user.